Event description:
It was reported that the lead was explanted due to high voltage impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A fracture of the rv cables was found at 3.1cm from the connector pin, consistent with fatigue. This observation is consistent with the observation from the field of high hv lead impedance.

Event description:
It was reported that the lead was explanted due to high hv lead impedance.